Manufacturer narrative:
The investigation is still on-going. The results will be provided within a follow-up report.

Event description:
It was reported by a biomed that the screen on the apollo froze during an operation. The unit was power cycled but it got stuck with a running man and would not complete the boot up. The patient was bagged and the unit swapped out. There was no injury to the patient.

Manufacturer narrative:
The hospital's biomed reported that he ordered a new main board for the device after having consulted the dräger technical service. There was no further communication in this case and there was no return of replaced parts. Hence, there is no evaluation by the manufacturer possible; actual device status is unknown. Reportedly the patient was manually ventilated until a replacement device was available; no consequences have occurred.

Event description:
Please refer to initial MFR. Report #9611500-2018-00115.